Event description:
It was reported that the device has a chip at the tip and cut the fibersticks used with the 10mm retro-screw implant. This happened with three fiberstick sutures and the surgeon had to remove the implant every time the suture broke. The surgery was delayed over 1 hour but no add'l adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The complainant's event was duplicated during evaluation, while function testing the driver. Examination of the driver's tip revealed a groove cut into the side, and sharp edges around the hex. Review of the device history revealed nothing relevant to this event. A definitive conclusion could not be made for the condition of the driver.